Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of lens appeared to be defective, the surgeon was unable to implant the lens. Additional information was requested but is not available at the time of this report.